Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented for a routine device change-out, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016. The patient was fine following the procedure.